Manufacturer narrative:
On 16 april 2016 it was prepared a final report with the information already submitted in the initial report. On 25 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
During this revision a second complaint occurred, reported under MDR 2016-00045. Additional information received on 01feb2016 and includes: the surgeon said the tibial component was misaligned and it lead to loosening. The femoral component was not loose or misaligned. Batch review performed on 15 february 2016. (B)(4).

Event description:
The patient was experiencing pain in his left knee. The surgeon noticed the patient had loosening and bad positioning of the knee components. He decided to remove all components and put in gmk-revision products. The surgery was completed successfully. There are no x-rays available. The explants will not be returned.